Manufacturer narrative:
The customer cancelled the service call.

Event description:
The customer reported intermittent communication failed error messages. This error results in x-rays being disabled. This resulted in a loss of imaging functionality. There is no report of injury or death associated with this event.